Manufacturer narrative:
Concomitant medical devices: metasul ldh, head, 50, code p, taper 18/20; item#0100181500; lot#2411346; metasul ldh, head adapter, m, 0, taper 12/14-18/20; item#0100185146; lot#2428534; femoral stem porous 12/14 neck taper cementless medium; item#00802601200; lot#60716004 . DHR review: the device history records were reviewed and found to be conforming. Review of event description: patient was implanted on left side and underwent a revision surgery due to metallosis and loosening. Surgical report: review of surgical report did not lead to new information regarding the reported event. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. No further due diligence required as all required information to support the conclusion is available/was already requested. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s 'instruction leaflet for endoprosthesis. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Event description:
The patient was implanted a durom cup on the left side and underwent revision surgery due to metallosis and loosening.